Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse suggested swapping the liquid crystal display (lcd) panels and if the symptoms remain on the lower display need to replace the gui cpu. (B)(4).

Event description:
Covidien received information stating that an 840 ventilator had an erratic lower display. The ventilator was not in use on a pt at the time the malfunction occurred.